Event description:
Dexcom g7 have been very inaccurate and losing connection with iphone app and beta bionics ilet pump. Caused my sugars to be very high for an extended period of time and have a fainting spell or seizure from it. Company has replaced many sensors with sensors that have failed or given inaccurate results immediately. Still being evaluated by professionals for issues.